Manufacturer narrative:
(B) (4). Evaluation: results: (endoleak), (distal angulation of the aortic neck).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 5 cm abdominal aortic aneurysm. The aortic neck was straight for 15-20 mm and then angled 45 degrees into the sac. The neck was about 21 mm in diameter, had no thrombus, and had minimal to no calcification. The iliac arteries were calcified but with adequate access. The bifurcated stent graft was placed without issues from the right side; however, the gate cannulation was difficult for reasons unk but was accomplished in about 10 minutes. From the left side, an iliac limb was placed. After ballooning the graft with a reliant balloon, the completion angiogram showed immediate and complete filling of the aneurysmal sac, which was believed to be a proximal type 1 endoleak. The bifurcated stent graft was ballooned but the endoleak was still present. The decision was made to place an aortic cuff proximally. The cuff was ballooned, but the post-angiogram showed the same leak. A retrograde hand injection of the contralateral/left iliac ruled-out any type 3 endoleak and showed no evidence of endoleak, although the contrast minimally filled to the flow divider. A retrograde hand injection of the ipsilateral limb showed a significant endoleak beginning near the flow divider and extending down the ipsilateral limb approx 4 cm. The ipsilateral limb was then relined successfully with an iliac limb. The post-angiogram showed a barely perceptible late blush, which was thought that it would likely disappear as well once blood flow was restored. No add'l clinical sequelae were reported, and the pt is fine.